Manufacturer narrative:
B4: (B)(6) 2021. A philips field service engineer (se) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel. The device passed performance verification testing. The touch screen can be used to make adjustments to the settings and device was completely functional. Following the repair, the device was placed back into service. No parts was received for failure investigation. Previous investigations have shown that liquid ingress due to variability of the assembly process was the root cause of the reported failure.

Manufacturer narrative:
Date of report:14may2021. No patient involvement.

Event description:
It was reported to philips that the device had a navigational ring failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.